Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Through follow-up communication with hospital biomedical engineer livanova learned that the green push button was broken and a replacement part was placed on order. However, the green power switch is used to power on the machine thus it is not clear how the mentioned defect may have led to the reported event. Clarification regarding machine shut down is still ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report of a s5 system with a power switch not working correctly that will inadvertently turn off the pump when the panel of the e/p pack is closed. Reportedly, the green and red plastic power switch extensions seem to be misaligned and may be the source of the issue. There was no report of patient injury.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that only the green push button was broken and that the complaint was not correct. Further clarification regarding the event have been requested and not yet provided. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: according to device history review no further similar issue has been submitted for this unit since its installation in 2014. Review of complaints notified since 2020 and related to failure of the claimed green power switch identify that no events led to any unexpected shutdown of the hlm. Based on all above facts and considering the plastic nature of the extension switch, the root cause of its breakage can be traced back to mechanical stresses. The wearing of the claimed part can be originated by the specific use condition at customer site. As anticipated in the previous supplemental report, through follow up communication it was learnt that the reported condition was not clear. The green extension for main switch was broken and no evidence/confirmation of unit shutdown was provided. However, as conservative approach this event remains reportable.

Event description:
See initial report.